Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received indicating a patient's tracheostomy tube had become damaged within 7 days of receiving it; the exact amount of time the device was in use is unknown. A piece of the inner wall became loose and was "flapping" around while the tube was in situ. The in-home-care nurse reported that the loose piece detached from the inner wall of the tracheostomy tube and fell into the patient's airway. The nurse was able to remove the fragment via suctioning the tracheostomy tube. No patient injury was endured from event.

Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection observed a piece of the inside of the connector had been scrapped out and was hanging loose. Additional scrap marks were found on the inside of the connector. A review of the device history report did not reveal any discrepancies or anomalies. All units are 100% visually checked for defects and splits/tears prior to packaging. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. A definitive root cause for the scrapped connector could not be determined; however the nature of the damage indicated that the inside of the tube may have come into contact with a sharp object.